Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose 376 mg/dl. The customer experienced dizziness and headache. The customer was treated with intravenous saline solution. The customer was wearing the insulin pump at the time of the time of the event. The customer also reported that the had a high blood glucose of 600 mg/dl where the insulin pump was alerting her of a low.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.